Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: a power on reset was observed in black box on (B)(6) 2012 following a replace battery alarm at 5:28am. The black box shows short battery life. The battery compartment is cracked. No damage found to battery cap. Battery cap attaches securely to pump. Pump powers on normal with no alarms. The pump electrical current draws were tested with no defects found. The pump failed to recognize the cartridge during the load step. A force sensor calibration test revealed the sensor is not detecting correct force. The resistance on the force sensor measured and found to be out of specifications. The leak test verifies leak in battery compartment. The pump was opened and moisture damage was found inside the force sensor housing. The pump was opened and no damage was found to the power circuit.

Event description:
On (B)(4) 2012, the patient's mother contacted animas to report that the subject pump lost power through the night due to a pump's short battery life and the patient woke up with a high blood glucose (bg). The patient's mother stated the patient woke up with a bg of 421 mg/dl (time unknown) with vomiting and tested positive for ketones. The reporter claimed she contacted the patient's hcp in response to high bg and symptoms and he advised her to give patient an injection bolus. During a follow-up call with the reporter later on that day, the patient's mother reported that the patient's bg was down to 256 mg/dl and no longer had symptoms of nausea or vomiting. At the time of troubleshooting, the patient's mother reported there was moisture behind the pump's display. The reporter informed customer support that the patient had been swimming with the pump. She claimed the pump's battery cap had been replaced in (B)(6) 2012. At the time of the call, the reporter confirmed she was able to secure the battery cap until it met resistance; however, the o-ring was still visible. The patient's mother denied any visible damage to the battery cap or pump's battery compartment. Review of pump alarm history revealed a replace battery alarm on (B)(6) 2012 at 5:28am. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.